Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to the f&p service center in (B)(4) where it was inspected by trained f&p personnel. Results: visual inspection of the returned neopuff revealed physical damage to the gas inlet port of the fascia and valve assembly (front case) and to the enclosure. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of the fascia panel of an rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.